Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the battery would not hold a charge, it charged to only one light-emitting diode and would not charge. It was noted however that a known good battery did charge in the unit. The battery was to be sent on for failure analysis and a new battery was to be installed prior to the return of the unit. The software was also reloaded.

Event description:
It was reported that the programmer would not stay on and the battery was only displaying two lights. Troubleshooting steps were taken and it was determined that the programmer was operating correctly and the battery needed charging. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the programmer battery would not hold a charge and the programmer was unable to be operated without keeping it plugged into an outlet. The programmer was returned for service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: further analysis was conducted on the battery. At visual inspection no anomalies were found. Data analysis noted that the "terminate charge alarm set" was indicating that the battery would not accept a charge. The conclusion was that the battery was not recoverable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.